Manufacturer narrative:
(B)(4). Just prior to the leaking fluid, the sheath tank sensor cable was pulled apart when the operator opened the drawer. The system began to fill the sheath tank continually, overfilling fluid to the upper pneumatics. No error messages appeared on the screen. Fluid began leaking from instrument. On (B)(4) 2008, the field service engineer (fse) replaced the electrical components in the upper pneumatics. The root cause of the overflow and subsequent short-circuit and smoke was due to the damage to the sheath tank sensor cable caused when the operator opened the drawer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, customer reported a malfunction of the cytomics fc 500 mpl flow cytometer which resulted in leakage of isoflow sheath fluid throughout the upper pneumatics drawer of the instrument. This caused a malfunction (electrical short circuit) of the sensor shutter card due to exposure to the fluid. The sensor shutter card was smoking with the field service engineer (fse) was servicing the analyzer. The magnitude of the smoke was minor. The operator also reported seeing fluid leak from the instrument. The operator did not come in contact with the fluid and there was no exposure to mucous membranes or open lesions. No reports of death or serious injury, and no adverse affect to the operator as a result of this event.